Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 200-300 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. Troubleshooting was performed and pump appeared to be delivering as expected. Customer changes cartridge every 3 days and loaded cold insulin into cartridge. Reportedly, customer was not going through the proper steps to initiate a bolus via the pump, and received incomplete bolus alerts.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.